Manufacturer narrative:
(B)(4). A partial removal of the mesh was done in (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent explantation of posterior and anterior mesh on (B)(6) 2012.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.